Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that a k-wire tip broke and remains in patient at s1.